Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was unsubstantial evidence to support the reported event of dissection to the left side iliac artery. The procedure-related harms and device, user, procedure, or anatomy relatedness of this event could not be determined. The final patient status was not reported. In addition, clinical determined that the 82° left side common iliac artery with focal stenosis, bilateral pre-existing iliac stents, significant iliac calcifications, and sizing completed based on a non-contrast study also likely contributed to the event. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.

Event description:
Additional information received confirming that the physician elected to treat the patient by implanting an additional iliac limb ovation ix device on 18 dec 2018.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft was initial implanted to treat an abdominal aortic aneurysm (aaa). During cannulation of the contralateral leg of the aortic body stent graft, the common iliac artery was inadvertently dissected, which was confirmed with the wire placement and limited imaging. The ipsilateral iliac limb was placed without incident and the physician elected to abort the remainder of the procedure to allow the iliac to heal. A secondary intervention is planned for (B)(6) 2018, to implant the contralateral iliac limb and fully exclude the aneurysm. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.